Manufacturer narrative:
Common device name : fcg kit, needle, and biopsy.

Event description:
Per customer email: we had another cook needle break during a case. We were able to retrieve the broken trip from the lung using biopsy forceps. Per mdip: an incident happened during an ebus procedure. Using a cook echotip procore needle there was some difficulty entering a node. The needle bent and was replaced with another cook needle. Both sheaths were set appropriately at 2.5. We were unable to enter the node with the second needle so an olympus 21g needle was used. The needle passed with ease. It was upon re-entering the lung that we discovered the tip from the second needle had broken off. We re-entered the patients lungs with a bronchoscope and were able to retrieve the needle using a biopsy forcep without any noted harm to patient at the time. We did not resume with the ebus procedure thereafter. No known harm was done to the patient.